Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria. However, it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. Initial reporter phone #is populated as +1(000)000-0000 to ensure successful electronic submission of the MDR. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a physician reported that a freestyle libre sensor was giving "readings not consistent with finger stick glucose readings". It was reported the sensor gave a higher reading of 83 mg/dl as compared to an unspecified meter reading of 50 mg/dl, and that there were multiple readings in which the scan reading deviated from the unspecified meter by -34 mg/dl to +51 mg/dl. However, the physician did not report any adverse event associated with the reported issues. There was no report of death or permanent injury associated with this event.